Event description:
The customer received questionably low total protein (tp) results on their cobas c501. The customer provided data for 132 patients, of which there were nine patients with discrepant results reported outside the laboratory. Repeat testing was performed on the same c501 analyzer. The first patient had an initial tp result of 6.6 g/dl. The repeat result was 8.5 g/dl. The second patient, a female born on (B)(6), had an initial tp result of 5.9 g/dl. The repeat result was 7.6 g/dl. The third patient, a female born on (B)(6), had an initial tp result of 6.5 g/dl. The repeat result was 8.4 g/dl. The fourth patient, a female born on (B)(6), had an initial tp result of 6.9 g/dl. The repeat result was 9.3 g/dl. The fifth patient, a male born on (B)(6), had an initial tp result of 6.3 g/dl. The repeat result was 8.3 g/dl. The sixth patient, a female born on (B)(6), had an initial tp result of 6.4 g/dl. The repeat result was 8.5 g/dl. The seventh patient had an initial tp result of 6.1 g/dl. The repeat result was 7.8 g/dl. The eighth patient had an initial tp result of 5.9 g/dl. The repeat result was 7.9 g/dl. The ninth patient had an initial tp result was 5.9 g/dl. The repeat result was 7.8 g/dl. The customer believed the repeat results were correct and they were issued as a corrected report. The lab has not been notified that any patients were treated based on the discrepant results. The field service representative could not determine the cause of the event. As a preventative measure, the r1 reagent probe was replaced. A check test was completed and the customer completed a precision check.

Manufacturer narrative:
A specific root cause could not be identiifed. Based upon the information provided for investigation, the most likely root cause was an error made by the laboratory in reconstituting the calibrator. The laboratory has corrected the issue, the issue has not t re-occurred. No adverse event was reported.